Event description:
It was reported the atrial and right ventricular leads demonstrated intermittent failure to capture and the patient was experiencing extracardiac stimulation. It was also reported the patient had a tachycardic rhythm and required a transesophageal echocardiogram with cardioversion; therefore, threshold testing was not performed. The patient was hospitalized. The leads remain in use. The patient is enrolled in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 457445 implantable pacing lead 2012-(B)(6), 4196 implantable pacing lead 2012-(B)(6). (B)(4).